Event description:
This report is being filed after subsequent review of the following journal article, liu, h. Et al. (2009, september). Comparison of plates versus intramedullary nails for fixation of displaced midshaft clavicular fractures. The journal of trauma injury, infection, and critical care, 69, e82-e87. The authors conducted a retrospective case series to compare two treatments, open reduction internal fixation (orif) with synthes devices, plate and screws, versus elastic stable intramedullary nailing (esin) using synthes devices, titanium endomedullary nails (ten) of patients with displaced midclavicular fractures. The study sample consisted of 59 plate fixed patients (29 men, 30 women), average age 31.7 years (range, 17 to 58 years) and 51 nail fixed patients (32 men, 19 women), average age 33.6 years (range, 16 to 65 years) who received either plates or nails between march 2006 and june 2007. The mean follow-up was 17.7 months (range, 12-27 months). Outcomes included operative and postoperative measurements and patient performance. In the plate group, the authors reported six nonunion, two malunion requiring further unspecified treatment, six wound infection/dehiscence, 12 hardware irritations requiring removal and five early mechanical failure. In the nail group, the authors reported five nonunion, four malunion requiring further unspecified treatment, three wound infection/dehiscence, four hardware irritation requiring removal and four early mechanical failure. This is a serious injury report for six nonunion, two malunion requiring further unspecified treatment, six wound infection/dehiscence, and 12 hardware irritations requiring removal. This report is for an unknown locking compression plate and screw construct. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking compression plate and screw construct. Plate, fixation, bone; hrs. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.